Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011 for this event. The fse discovered that the 3 way valve assembly was leaking, so the fse replaced it. The fse calibrated the chemistries as needed and performed customer qc. The fse verified repair per established procedures and the results met published performance specifications.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that underneath the synchron lx20 pro clinical analyzer fluid was leaking. The customer could not locate the source of the leak. No injury or operator exposure was reported for this event.